Event description:
The customer obtained a 193mg/dl, 97mg/dl and 115mg/dl on the accu-chek aviva system. The test results were obtained within a 10 minute timeframe. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.